Manufacturer narrative:
A4 - weight: 121. A4 - weight units (patient): not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the glucose got up to 340 mg per dl after wearing the set for five hours. Training advised the patient to remove the infusion set and place a new one. The patient stated she took the trainers advice and within two hours her glucose was down to 160 mg per dl. When she removed the infusion set, she noticed that the cannula was kinked and felt like it was not absorbing properly. The pss was able to confirm that the patient did not need emergency services. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 31 years old non-hispanic/latino white female weighing 121. The event occurred while in use with patient.